Manufacturer narrative:
The electrode lot number and expiration date were requested but were not provided. The field service engineer found punctured tubing on the cuvette washing station. He replaced the tubing and performed routine checks. The investigation determined the service actions resolved the issue.

Event description:
There was an allegation of a non-reproducible sodium result for a patient sample tested on cobas 6000 c501 module. The initial sodium result was 460 mmol/l. The repeat result was 141 mmol/l and was believed to be correct.